Event description:
Information was received from a trial patient. The patient reported that they did not feel stimulation when therapy was confirmed to be on. The patient stated they had an appointment scheduled with their healthcare professional hcp the day after report for lead pull and would discuss whether to go on to implant at some point. The patient reported that stimulation was currently off. The patient had a loss of stimulation no matter how high it was increased or which lead was used. The patient noted that it was a sudden change in therapy/symptoms. The patient denied any falls or accidents that may have affected the device or therapy. The patient was not aware of sleeping on it funny or anything she could think of. The patient stated that the day before report stimulation started to feel very faint and then by the afternoon it had abruptly stopped entirely. Increasing stimulation and changing sides made no difference and stimulation was still not felt. The stimulation was then stated to be off at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.